Manufacturer narrative:
The report of a vancomycin infusion completing sooner than expected could not be confirmed or duplicated. Review of the pcu event log shows that a secondary infusion of vancomycin was programmed at 100 ml/hr and infused for approximately 7 minutes before being terminated by a user with a recorded volume infused of 11.372 ml from the intended vtbi of 100 ml. The cause for its early termination could not be ascertained from the log analysis. During testing the device was infusing within specifications. The disposables sets were not saved for investigation. The root cause of the reported event was not identified.

Event description:
The customer reported that vancomycin 100 ml was programmed to infuse at 100 ml/hr but infused in 20 minutes. The patient¿s skin was red and the patient complained of increased itching but showed no signs of respiratory distress. Maintenance IV fluids were restarted and additional benadryl was administered. The symptoms resolved without lasting harm. The device was evaluated by biomed; rate accuracy test results were within specification.